Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a endovive two- port through the peg jejunal feeding tube (j-tube) device was being used to administer medication for the advanced stage parkinson¿s disease. The exact procedure date is unknown, however it was reported to be in (B)(6) 2013. According to the complainant, the jejunal tube kinked. The jejunal tube was replaced on (B)(6) 2013. There were no patient complications reported as a result of this event.